Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms (did not disclosed exact symptoms). Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause:mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms (did not disclosed exact symptoms). Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.